Event description:
On (B)(6) 2019, two pfo occluders (pfo) and an amplatzer atrial septal occluder (aso) were selected for implant. A 25mm pfo occluder was deployed in the septum, but quickly prolapsed into the right atrium while attached to the delivery cable. The device was removed and a 35mm pfo occluder was deployed and released. Ice observed the left atrial disc partially prolapsed into right atrium at aorta. Within approximately 3 minutes, the 35mm pfo occluder was found to have embolized into the right ventricle. A 24mm sizing balloon was used to size the pfo defect. The balloon sizing on fluoroscopy was 23.9mm and by ice was 24.2mm. The physician decided to implant a 26mm aso through a 12 french delivery system. The 26mm aso device was seated well and no color flow was evident through or around device. A 35mm snare was used to secure the 35mm pfo occluder in the right ventricular outflow tract. A second 35mm snare was utilized to capture the female thread post of the occluder unsuccessfully. The 2nd snare also wrapped around the connecting waist of the occluder. A 20mm snare was then advanced through a large bore sheath, captured the female thread post of the 35mm pfo occluder, withdrew the device into the sheath and removed from body. The patient experienced episodes of desaturation with pulse oximetry as low as 40%. The patient was transferred to critical care area and placed on ECMO for continuous low saturations. On the following day, (B)(6) 2019, a CT was obtained and ruled out pulmonary embolism. While the patient was given a continuous IV infusion, tee observed saline (microbubbles) crossing the atrial septum slowly and abundantly apparently through the 26mm aso occluder. After much consideration, the patient was referred for surgical removal of 26mm aso and repair of septum with patch. The patient was subsequently removed from ECMO with satisfactory results.

Manufacturer narrative:
An event of residual shunt was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Note per instructions for use (B)(4) version a, it is recommended that a 10f loader be used for delivering a 26mm aso. It also states that "the use of this device has not been studied in patients with patent foramen ovale"